Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure, with implantation of a 2.25 x 23 mm xience prime stent in the proximal circumflex (cx) artery. On (B)(6) 2014, the patient began experiencing intermittent chest tightness, diagnosed as unstable angina. The patient was re-hospitalized on (B)(6) 2015. Medication was administered, and on (B)(6) 2015, diagnostic coronary angiography was performed, which noted in-stent restenosis in the stent implanted in the proximal cx. The event resolved on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Correction: date of event.

Event description:
Subsequent to the previously filed medical device reports, the following information was received: the patient began to experience angina on (B)(6) 2014. No additional information was provided.